Manufacturer narrative:
Evaluation of the returned device found that the device was partially deployed. The lock was not engaged. The luer was observed out of position and when pressed moved freely. During the testing phase the thumb knob was turned clockwise and counter clockwise and the sheath did not move. Examination of the luer to handle bond found no loctite was present indicating the two components were not bonded. The hypo-tube was also examined and a residue of loctite was present indicating that the hypo-tube was bonded to the connector and the bond failed at some point. Review of the lot history record (lhr) for this device did not produce any findings relevant to this investigation.

Event description:
Device malfunction: failure to deploy; time of malfunction: during the procedure; symptoms/ae: none. It was reported that a physician attempted to deploy an xceed stent in the left superficial femoral artery. Reportedly, as the physician was deploying the stent by rotating the thumb knob clockwise, "something came out of the back" (proximal luer). The physician removed the device and used a second xceed device to complete the procedure. There were no adverse pt sequelae. No additional information was available.